Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results suggest the calcification in the stj lead to the initial malposition, which caused the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), one year and two months post implant of the 26mm sapien 3 (s3) previously implanted in a homograft, a 26mm ultra was implanted into the s3, as its initial placement was too ventricular. The initial transcatheter aortic valve replacement was performed with a 26 mm sapien 3 valve for severe prosthetic aortic regurgitation. He had an uneventful recovery however he did have hemolytic anemia transiently and periprosthetic regurgitation which appeared to be mild-to-moderate. However, in the last 6 months since, there was increasing palpitations and a sensation of nausea at times, and the diastolic blood pressure had decreased. The holter monitor showed several runs of non-sustained ventricular tachycardia and more frequent premature ventricular contractions than previously. The patient continued to be active, without limitation and had no lower extremity edema or any congestive heart failure symptoms. The patient's echocardiogram showed severe pvl due to a somewhat ventricular position around the left coronary cusp. The valve position was unchanged but the degree of pvl was increased. Left ventricular enlargement was noted and a decrease in the lv ejection fraction to 47%. The mean gradient was 14 mm hg across the prosthesis. The rv was normal for size and systolic function. There was trivial mitral regurgitation the physician attributed the ventricular placement to the severe calcification of the sinotubular junction and narrowing in that area, which may have led to ventricular movement of the balloon during deployment of the initial transcatheter valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.